Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000522, serial/lot #: (B)(4), UDI#: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that two fuses were replaced. The system then performed as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of procedure, during service and repair. It was reported that there was no display. It was reported that an unstable power supply contributed to the no display issue. There was no patient involved.